Event description:
The guardians reported a decline in the hearing performance of the child since (B)(6) 2014. A history of head trauma is denied by guardians.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.